Event description:
The following event originated from social media, and therefore despite good faith efforts the information is often incomplete. Additionally, due to the limited information received through good faith efforts, this event may represent a duplicate of an event which was already known to boston scientific. It was reported that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was performed, and a watchman flx laa closure device was implanted. Post procedure the patient experienced a pericardial effusion and was hospitalized. During the hospitalization, the patient developed a thrombus and was placed on anticoagulation medication.

Manufacturer narrative:
B3 date of event - estimated as the aware date as the event date is unknown.